Event description:
It was reported when using the bd pyxis anesthesia system was stuck on admin screen and prevented user from retrieving medication to patient, the user moved the patient surgery to another room. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was stuck on admin screen. The technical support specialist set station to auto-login to cfnapp and reinstalled remote support service 4.12 to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.